Event description:
On 7/jun/2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 63-year-old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on 30/may/2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on 30/may/2022 presented with staphylococcus aureus. A white blood cell (wbc) count was ordered on 30/may/2022 but not conducted by the laboratory due to limitations in testing capability. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient was recently hospitalized (admission date unknown) for comorbidities unrelated to pd therapy and not due to the performance of any fresenius product(s) or device(s). The admitting facility used a baxter cycler (not a fresenius product) that necessitated a pd catheter extension set exchange. The patient received a new extension set for their home liberty select cycler upon discharge (discharge date was (B)(6) 2022), which was not tightened appropriately, resulting in a fluid leak, on the morning of (B)(6) 2022. The patient was able to properly tighten the extension set, resulting in touch contamination, and he continued with their pd treatment. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The pdrn stated the patient is recovering from this event while remaining asymptomatic. The pdrn reported a wbc count taken in the outpatient clinic on (B)(6) 2022 presented with 179/mm3. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was hospitalized again on (B)(6) 2022 for comorbidities unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was transitioned to hemodialysis (hd) through a central vascular catheter (placed during this admission) for renal replacement therapy on a hospital provided hd machine (unknown brand model) due to critical illness. The patient plans to return to pd therapy on the same liberty select cycler at home upon discharge.